Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a teflon inset infusion set, with a highest reported glucose of 280 mg/dl and no symptoms, and tubing function was confirmed by observed drops during a line test. Symptoms included no clinical effects reported. Outcomes included no alerts or alarms, no medical intervention, and self-resolution with glucose trending down to 216 mg/dl by the end of the call. Investigation included device troubleshooting and user education conducted by customer care. Investigation of this case revealed no device malfunction identified and no component failure observed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.